Manufacturer narrative:
A hill-rom technician found that the latch spring and release latching mechanism were dirty and sticking. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latching mechanism to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail would not stay latched. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).